Event description:
The customer reported that they were unable to remove the battery cap of the insulin pump. The customer's blood glucose was 120 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with stripped battery cap contact. Cracked battery tube threads noted.